Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was recharging once a week for 8 hours and they complained that this was too much time. The patient also reported soreness over the battery site occasionally. The rep stated that the patient uses the stimulator 24 hours per day and uses amplitudes >7.0v. The patient stated that they lost 15 lbs and has had soreness at the ins site only since the weight loss. The rep gave the patient the phone number to customer service to receive adhesive charging pads. The rep suggested meeting with the patient to make a more energy efficient program but the patient denied wanting to do this at the time of the report and will wait for a follow up phone call to schedule. It was noted that the issue was not resolved at the time of the report. Additional information was received and it was reported that a manufacturing representative had "been" screwed up the patient's programming, so it caused them to suddenly have a shocking/jolting sensation in their back/shoulder area. The patient stated this caused them to have swelling in the shoulder from the spinal cord stimulator hitting their nerves or something. The patient confirmed the system was intended for their lower back pain, but the shocking/jolting was in the upper back/shoulder area. The patient met with another manufacturing representative to have the system reprogrammed, which resolved the issues. It was further reported that the patient normally charged their ins in a couple of hours, but now it took all day. The patient indicated they charged more often too, noting they charged every 2 days now. The patient's healthcare provider wanted to have the ins checked out because of the issue. The patient had been reprogrammed around the time the issue had started in spring 2018. The patient had no overdischarge issues. It was reviewed how high dose/low dose programming could affect charging requirements, but the patient was not sure which type they had. Ins longevity and factors that affect recharge frequency/duration was also reviewed. The patient had an appointment scheduled with a healthcare provider to assess their system and to run charging specifications. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the ins was replaced. All impedances were within normal limits and stimulation coverage was appropriate. Customer discarded old ins.